Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cartridge/cryosolutions 4pk cartridge (33517) spewed gas when trying to attach it to the cryosolutions control mechanism before and during procedures. The device was not in contact with a patient; thus, no injury, death, or surgical delay was reported.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The cryosolutions 4pk cartridge (33517) was not returned for evaluation. Lot number information has been provided; device history records (DHR) was reviewed, and no abnormalities related to the reported issue have been identified. Additional investigation by the product legal manufacturer/sales entity, nmt/ump, found that this lot of cartridges was affected by a valve that may open prematurely. The legal manufacturer has provided a safety advisory and voluntary correction were initiated by integra and the legal manufacturer. Affected customers have received a letter providing guidance and an updated instructions for use (IFU). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.